Manufacturer narrative:
This is a final report.

Event description:
A report was received that a pt's paddle lead had exposed insulated cables at the proximal of the lead. Impedances were normal, however, the physician elected to do a pocket revision moving the pocket and tunnel to a different location. The physician added an extension lead and did not replace the paddle lead. The pt was reportedly doing well following the procedure.